Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had a potential infection from lower leg cellulitis. As a result the system was explanted on (B)(6) 2015 and would be replaced in the future. There were no other symptoms or complications associated with this event. The patient's status at the time of this report was "alive- no injury." If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a pump pocket infection occurred. There was a mild appearance of a fungal rash when the event was initially reported, which gradually got worse. On 2015 b)(6), examination/palpation revealed swelling and increased pain in the right anterior and posterior thigh. Tenderness on the right anterior and posterior thigh was also noted. Two days later, examination/palpation revealed pain to the touch and a fungal infection appearing. On the same date, antibiotics were given. On 2015 (B)(6), the pump and catheter were explanted. On the same date, the outcome was resolved without sequelae. The event was indicated to be unrelated to the device or therapy and possibly related to the implant procedure. As of 2015 (B)(6), the device system was used to deliver dilaudid, bupivacaine, and clonidine. However, drug information at the time of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8711, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8590-8, lot# n464587, implanted: 2014 (B)(6); product type accessory product ID 8596sc, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8590-1, lot# n504196, implanted: 2014 (B)(6); product type accessory. (B)(4).